Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on the right lead and low impedances on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the left and right lead extensions were replaced to address the issue. The left lead impedances persisted. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.